Event description:
It was reported that the patient was admitted to the emergency room on (B)(6) 2024 at 5 pm. The patient was unconscious and intubated due to respiratory insufficiency. The patient had a reduced pump flow of approximately 3.2 liters per minute (lpm). Pump parameters were in the normal range with a pump speed and 5200 rotations per minute (rpm) and a power of 3.4 watts. The pump speed was increased to 6600 rpm at the intensive care unit (ICU) and pump flow was increased to 4.5 lpm. A computed tomography (CT) was performed on (B)(6) 2024 and captured intracerebral bleeding and hypoxia. The cause of the intracerebral bleeding was unknown. The patient passed away on (B)(6) 2024 due to intracerebral bleeding. The device operated as intended. The outcome was not device or therapy related. There were no alarms associated with the outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024. Although the reduced pump flow of 3.2 lpm was confirmed; no notable alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G is currently available. The IFU lists potential adverse events, including respiratory failure, stroke, bleeding, and death, that may be associated with the use of the heartmate 3 lvas. The IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. The IFU outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.